Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by loss of appetite, weakness and "fluid became cloudy". The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day, the patient began treatment with intraperitoneal (ip) injection magnova (1 gram, stat then 500 mg each bag for seven days) and ip injection vancomycin (1 gram, every fifth day for seven days) for peritonitis. Two days after the peritonitis onset, the patient was deemed recovered from the peritonitis event. Four days after event onset the patient passed away while hospitalized. The cause of death was due to low blood pressure. An autopsy was not performed. Antibiotic treatment was ongoing at the time of death. Pd therapy was ongoing at the time of death with no reported problem. No additional information is available.